Event description:
Hcp reports explantation of the pump and catheter after 6 months implant duration due to "loss of therapy" and the pt felt it was "not functional". The pump system was removed in 2006 and the pump was returned to the MFR for analysis. The catheter had reportedly pulled out of the intrathecal space. No add'l info on pt symptoms or outcome were reported. Follow up info has been requested from the hcp, but was not available on the date of this report. Ref MFR report #6000030200602146.

Manufacturer narrative:
H6 - preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.